Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had their pump replaced in (B)(6) 2019 and since then had been in and out of the hospital for reasons unrelated to the pump or therapy. Due to this, the patient had been missing their refill and recheck appointments with her pump managing doctor. The patient was recently admitted to a different hospital where the pump doctor had rights and was able to interrogate her pump. The pump logs showed that a motor stall occurred on (B)(6) 2020, and another motor stall occurred on (B)(6) 2020. The caller did not know if the patient had been exposed to MRI on those dates. The caller was going to follow up with the nurse practitioner to obtain more information about what happened on those dates. They knew the pump was supposed to be due for a refill "sometime this (B)(6)" and were wondering how to check if the pump was actually empty. Considerations were reviewed, along with noting that if the pump was truly stalled, medication would still be in the pump. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received that reported it was unknown if there was any exposure to emi or an MRI occurred on the dates of the stalls as the patient was a poor historian. It was unknown if the second motor stall recovered. The pump was empty at interrogation. No further complications were reported regarding the event.